Event description:
It was reported that during a gastric bypass procedure, the white tissue pad came off. It detached and fell into the pt. It was retrieved with a grasper. Opened another one to complete the procedure. No pt consequence.